Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced an increased frequency of charging the implantable neurostimulator (ins), from once a day to every other day. Additionally, the therapy automatically turned off when the battery level was lower than 25%, and the ins became hotter when close to 100% charge. The patient confirmed that their settings had been adjusted recently, which was reviewed as a contributing factor to the quicker battery depletion. The patient was advised to use the recharger app while charging to ensure adequate charging duration and to contact support if the device became too hot during charging. The normal function and use of the handset were also reviewed. The resolution involved educating the patient and providing information. No patient complications have been reported as a result of this event.